Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a death. It was reported that on (B)(6) 2022, a patient presented with grade 3 mixed mitral regurgitation (mr), and a small atrium. During the procedure with an ntw mitraclip, after the m knob was turned in the direction of the mitral valve, the transesophageal echocardiogram (tee) revealed a progressive pericardial effusion, and hypotension as a side effect. In the physician¿s opinion the ntw could have came into contact with the lateral heart structure during steering. The contact could not be proven in echo. The patient received two pericardium drainages, and the pericardial effusion was stabilized. The procedure continued, and the ntw was successfully implanted. After the sgc and ntw delivery system were removed, the patient¿s condition deteriorated, and CPR was performed. Once stabilized, the patient was transferred to the ICU. There was a clinically significant delay. On (B)(6) 2022 the patient expired. No additional information was provided regarding this issue.

Event description:
Subsequent to the previously filed report, the additional information was received:on (B)(6) 2022, the patient required prolonged hospitalization and expired due to the circumstances of the pericardial effusion.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported pericardial effusion, resulting in hypotension cannot be determined. Death was reported to be due to the circumstances of the pericardial effusion, and is thus related to procedural circumstances. Pericardial effusion, hypotension and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical interventions, delay to treatment/therapy and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.